Event description:
Initial reporter indicated that their patient's vns generator is not working. The patient has not been in to their vns interrogated to determine device function. The patient was having an increase in seizures above their pre vns seizure rate that has since resolved without intervention. They had not had any programming changes or medication changes preceding the event. The patient does not have an appointment at this time to have their vns evaluated they have cancelled their followup appointments.